Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the left sfa to popliteal. Approximately 2 years post index procedure stenosis of left sfa/pop occurred. Patient was treated on the same day with pta, deb <(>&<)> stenting. Investigator indicated that the reported event was not related to the device, procedure or paclitaxel. Patient has recovered.

Manufacturer narrative:
Cec assessed the stenosis of left popliteal to be related to the device and not related to the procedure or drug.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.